Event description:
Patient admitted 12(B)(6) 2015 with pump stoppage alarms when changing from batteries to wall power, no prior alarms noted in history. Patient changed from batteries several times with same result. Controller also changed with resulting red heart alarms and pump stoppage. Review of vad history showed episodes of low flows and stoppage each time on a grounded cable provided with resolution of alarms. Initial abdominal x-rays on (B)(6) revealed a driveline fracture. Patient later had a driveline short while standing in her room. Lvad was connected to grounded cable and was switched to battery power. Thoratec engineers repaired short to shield on (B)(6) however pump stoppage persisted on wall power which resulted in device exchange.